Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the customer went high because the insulin pump was not giving insulin to him. Customer said the insulin pump caused him to go low in (B)(6) 2020 by delivering all the insulin from the reservoir on multiple occasions and emergency medical service was called. There was no auto mode feature on this insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level (B)(6) 2020. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with insulin drip. Customer was not using auto mode. Customer stated that the insulin pump was not recording boluses. The insulin pump will not be returned for analysis.